Event description:
Patient presented to the physician with a hematoma at the chest incision after resuming blood thinner medication after implant. Physician prescribed antibiotics. This resolved the issue.